Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing confirmed the reported internal battery failure. The internal battery was replaced to address the issue. The device was service and fully tested before it was returned to the customer. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the root cause was a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4)

Event description:
It was reported to resmed that an astral device had an internal battery failure. The device was not in use when the fault occurred; therefore, there was no patient involvement.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had an internal battery failure. The device was not in use when the fault occurred; therefore, there was no patient involvement.